Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2013 to october 24, 2013. The solution being infused was 910 mg morphine hydrochloride, 8 g dexamethasone, and 7 g of another non-baxter solution. The patient recovered from the uncontrollable pain by an administration of morphine using a new elastomeric device. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion of an analgesic drug. The reporter stated that the patient experienced uncontrolled pain as a result of this event. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient.